Event description:
New information received notes the error message was due to frequent use of radiofrequency (rf) or near magnetic resonance imaging (MRI) and the pacemaker was not connecting to the merlin programmer.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient¿s pacemaker exhibited device parameter error messages. Programming changes were made to resolve the issue and the patient had no adverse consequences.